Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.